Manufacturer narrative:
Additional information and device evaluation provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was further reported that the ipp device was revised on (B)(6) 2019 due to a mechanical failure.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Additional information and device evaluation provided in: d10, h3 and h6.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was further reported that the ipp device was revised on (B)(6) 2019 due to a mechanical failure.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was further reported that the ipp device was revised on (B)(6) 2019 due to a mechanical failure.